Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that upon implantable cardioverter defibrillator (ICD) extraction from the box the left ventricle port (screw) was already "screwed". The doctor unscrewed the screw and connected the lead correctly. All electrical parameters were in the correct range. The ICD remains in use, and no patient complications have been reported as a result of this event.